Manufacturer narrative:
This report has been submitted to provide additional information from the customer on hmi customer cds checklist for endoscopes and additional information on hmi microbiological customer results. The follow field updated: b5 and h10 the user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer used aniosyme xl3 detergent, suctions water out of the channels and flushes out the air/water channel, auxiliary washing channel, balloon channel and the forceps elevator channel. During manual cleaning, the customer used aniosyme xl3 detergent to clean the operating channel, the suction pistons/cylinders, the operating channel port, balloon channel and the distal end/area around the forceps elevator. The customer manually disinfects the scopes using anioxy twin. The scope was stored in an eset anios drying cabinet. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope operating channel tested positive for 7 colony forming unit (cfu) bacillus spp. Mésophiles, and the scope tested positive for one (1) colony forming unit (cfu) of micrococcaceae and 3 colony forming unit (cfu) of sphingomonas paucimobilis, staphylocoques à coagulase négative. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the require target levels established by the french regulation of july 4, 2016. No cleaning, sterilization, and disinfection information available from the customer yet. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, angle rubber gluing worn out, light guide lens chipped, air-leak between grip and control body unit due to an o-ring wear and tear, and knob play and less angulation. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope air/water channel and operating channel tested positive for 5-25 colony forming unit (cfu) of unspecific micro-organisms species, and auxiliary channel and suction channel tested positive for greater than 26 colony forming unit (cfu) of unspecific micro-organisms species. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. It was also reported that the scope had aspiration problem. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.